Event description:
It was reported that the patient had a control appointment on (B)(6) 2013, during which two electrode channels were found with hi status. These channels were disabled. There has been no detriment to the patient's performance. As per the new information received on (B)(6) 2014, two additional electrode channels are showing status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.